Event description:
It was reported that an ilet pump became unresponsive to touch input, preventing screen unlock and blocking a software update; the user removed the pump, transitioned to alternate therapy, allowed the device to power down, and later initiated use of a replacement device while returning the original unit. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included temporary interruption of pump therapy with use of alternate therapy and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and attempts to update and unlock the device, followed by replacement logistics and user follow-up and inspection of the returned device. Investigation of this device revealed a device malfunction involving an unresponsive touchscreen consistent with a screen or user interface failure, with no reported device damage beyond the unresponsive screen. It was concluded, based on previously established findings for similar reports, that the cause was isolated device malfunction.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."